Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.5 x 28mm stent delivery system (sds) was returned for analysis. The stent was detached, separated and not returned with the stent delivery system. Additional information on how stent detachment occurred was requested but no further information was made a available. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts as the lesion was reported as being severely tortuous, calcified and had a stenosis rate of 85%. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent protector was returned and the ID (internal diameter) was measured and within specification. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found one inner/outer kink 46mm proximal from the bicomponent bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 18oct2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.0x15mm non-bsc balloon catheter was used for predilation and a 2.50 x 28 synergy" drug-eluting stent was advanced but failed to cross the lesion. Predilation was again performed and the stent was re-advanced however, the device still failed to cross the lesion. The device was removed and the procedure was completed with a 16mm non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent detached.